Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and replaced a new power module and ran diagnostics, which failed when the power cord was unplugged. Then, installed a new backup battery, resolving the issue. The fse reseated and checked all drawer cables for drawers 4.1 and 4.2. Additionally, replaced the retractor band, control board, and all tower latches, along with a new external pyxibus cable. For the half-height drawer 4.1, the fse corrected a pinched row board cable. Finally, reseated and checked all cables in drawers 4.1 and 4.2 and replaced the external dumb cable in remote manager. The system functioned as intended after the field service engineer repaired the device.